Event description:
The following information was previously filed in manufacturer's report # 3004209178-2012-09453: [it was reported the patient experienced a change in therapy effect. The patient had a loss of feeling in both of the legs following a refill session. The physician did two MRI's and ruled out an inflammatory mass. It was believed the concentration may be incorrect so they were going to change out the drug. The patient was brought to the operating room (B)(6) 2012. The drug was diluted by 50% and the dose was decreased from 10mg-7.5mg/day. As of (B)(6) 2012, the patient was still in the hospital and was being monitored for any changes in symptoms. The pump was delivering fentanyl, bupivacaine, baclofen and dilaudid.] Any additional information received regarding this event will now be filed in this manufacturer's report.

Event description:
Additional information reported that the cause of the event was unknown. It was noted that the patient had transverse myelitis but the etiology was unknown. Patient experienced symptoms of ¿decreased sensation paraplegy about the t10 level.¿ the patient developed paraplegy on (B)(6) 2012, cause was unknown. The pump was explanted. The drug delivery system was used to deliver dilaudid, fentanyl, bupivacaine, and compounded baclofen.

Manufacturer narrative:
Product ID 8709, lot# j10999r01, implanted: (B)(6) 2002, product type catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter: product ID 8578, lot# n148370, implanted: (B)(6) 2009, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).